Manufacturer narrative:
One bioraptor knotless suture anchor was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The anchor has broken at the suture slot. A small piece of the anchor body is missing. Dimensional assessment is prohibitive due to the anchor condition. Functional assessment of the inserter confirmed the torque limiter functions as intended. The condition of the anchor indicates it was subjected to excessive force during insertion. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that during a shoulder surgery, the anchor broke into pieces as surgeon was advancing into bone tunnel. The pieces were removed using arthroscopic graspers and suction. Another anchor was used and implanted successfully in a new bone tunnel. There was 5-10 minute delay and no patient injury was reported.